Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) accelerated the patient rhythm to ventricular tachycardia (vt) with the ventricular rate regulation (vrr) algorithm when the patient was in atrial flutter. The arrythmia was terminated with the third shock, which also resolved the atrial arrhythmia. This crt-d remains in service. No additional adverse patient effects were reported.